Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported temperature overheat issue during the preventative maintenance (pm), to fix the issue, replaced the compressor filter. Completed repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
(B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated, alarmed, and interrupted therapy. No patient harm, serious injury or adverse event was reported.